Event description:
Additional information was received 21jun2021. The patient presented for a medical consultation on (B)(6) 2021 for chronic venous insufficiency after ablation of the bilateral great and short saphenous veins in 2019 and peripheral vascular disease with claudication in the left lower extremity. Dorsalis pedis and posterior popliteal pulses were 1+ bilaterally and trace lower extremity swelling was noted. A lower extremity angiogram and atherectomy with possible angioplasty of the left lower extremity were recommended based on imaging studies showing plaque formation within the arteries of the left leg with reduced arterial flow. On (B)(6) 2021, the patient underwent an aortogram and bilateral lower extremity angiograms, atherectomy and angioplasty of the left common femoral, superficial femoral, and anterior tibial arteries, suction thrombectomy of the left tibioperoneal trunk and anterior tibial arteries, and intravascular ultrasound of the left common femoral, superficial femoral, popliteal, and anterior tibial arteries. Moderate sedation was administered using versed and fentanyl, and lidocaine was used for local anesthesia. Initial ultrasound imaging of the right groin demonstrated patency of the common femoral artery with scattered calcifications and plaque noted. The right common femoral artery was accessed using an unknown 21-gauge micropuncture system and a 0.035-inch ¿3j¿ wire was advanced into the aorta, followed by a 6-french sheath. Angiographic imaging of the right lower extremity was performed through the access sheath, showing mild-to-moderate stenosis (forty percent) of the common femoral artery, patent femoral profunda and superficial femoral artery, short-segment stenosis of the mid-popliteal artery (greater than fifty percent), proximal patency of the anterior tibial artery with limited distal visualization, chronic total occlusion at the origin of the posterior tibial artery with limited distal visualization, and proximal patency of the peroneal artery with limited distal visualization. A flush catheter was then advanced into the upper abdominal aorta and an aortogram and pelvic angiograms were obtained, showing patent common, internal, and external iliac arteries bilaterally. The flush catheter was then advanced into the left common iliac artery and another manufacturer¿s 0.035-inch guide wire was advanced into the left common femoral artery. The catheter was advanced and angiographic imaging of the left extremity was performed. The left common femoral, femoral profunda, and popliteal arteries were patent. Moderate long-segment (greater than fifty percent) stenosis of the distal superficial femoral artery was noted, limiting flow. High-grade, proximal stenosis (eighty percent) of the anterior tibial artery was noted, with tapering occlusion in the mid segment. There was no distal visualization. The posterior tibial artery was patent to the distal leg with limited visualization at the ankle secondary to sluggish flow. The peroneal artery was patent with diminutive mid and distal segments. The 6 french guiding sheath was advanced up and over the bifurcation into the distal left external iliac artery. An unspecified berenstein catheter and another manufacturer¿s 0.014-inch wire were advanced to the origin of the left anterior tibial artery. The wire was then advanced to the distal left anterior tibial artery. Intravascular ultrasound was then performed on the left common femoral, superficial femoral, popliteal, and anterior tibial arteries. Diffuse wall calcifications were noted throughout the vessels with multi-focal stenoses within the common femoral and distal left superficial femoral arteries, measuring between seventy-one and seventy-eight percent. The native vessel diameter measured up to 3.1 millimeters. Another manufacturer¿s two-millimeter orbital atherectomy device was used within the stenosed left common femoral, superficial femoral, and proximal anterior tibial arteries. Post-atherectomy imaging revealed significantly improved patency of the left common femoral and superficial femoral arteries with occlusive thrombus in the distal left popliteal artery. Suction thrombectomy was performed within the left popliteal and anterior tibial arteries using another manufacturer¿s suction thrombectomy catheter. Follow-up imaging revealed improved patency and flow. Angioplasty of the left common femoral, superficial femoral, and popliteal arteries was then performed using an unknown 3.5-millimeter, 3-centimeter balloon. Completion angiography demonstrated complete patency of the common femoral, femoral profunda, superficial femoral, and popliteal arteries with an improved three-vessel run-off. The guiding sheath and wire guide were removed, and hemostasis was achieved with a closure device. A sterile dressing was applied, and the patient was transferred to recovery and was subsequently discharged home. On (B)(6) 2021, the patient underwent another angiogram with retrieval of an intravascular foreign body. Other procedure codes listed include thrombolytic arterial therapy and tibial/peroneal revascularization with transluminal angioplasty. Another procedure involving an angiogram, thrombolytic therapy, and tibial/peroneal revascularization with transluminal angioplasty was performed on (B)(6) 2021. On (B)(6) 2021, the patient underwent below-the-knee amputation of the left leg, under general anesthesia, for an ischemic left foot. Per the medwatch report, submitted by the user facility, during the original procedure, an unexplained thrombus developed after atherectomy and angioplasty of the superficial femoral artery, which was lysed. After the patient was discharged home, he contacted the physician several hours later for pain in his foot with decreased temperature. An angiogram showed thrombosis of the popliteal and tibial vasculature. A small piece of plastic was retrieved from the posterior tibial artery, representing the inner lining of the complaint device. Multiple follow-up angiograms and lysis procedures were performed in the following 24 hours; however, revascularization of the foot was not possible, and the patient underwent an amputation.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: b5. Information in the initial complaint stated that the patient had a bka amputation; however, this was believed to be a pre-existing condition and was inadvertently omitted from the initial MDR. Upon receipt of additional information on (B)(6) 2021, it was discovered that the amputation was performed after the event occurred. D10: concomitant products=0.035 glidewire, 0.014 viper wire, 2.0 diamondback csi, asap suction thrombectomy catheter (merit), vascade closure device this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during an aortogram and bilateral lower extremity angiogram with atherectomy, angioplasty, and thrombectomy of the left leg, a portion of a flexor ansel guiding sheath separated in the right groin of a patient with a history of chronic venous insufficiency after ablation of the bilateral great and short saphenous veins in 2019 and peripheral vascular disease with claudication in the left lower extremity. The patient was discharged following the procedure but later returned to the hospital, where an angiogram showed thrombosis of the popliteal and tibial vasculature. The following day, a small piece of plastic was retrieved from the posterior tibial artery, possibly representing the inner lining of the complaint device. The patient subsequently underwent a below-the-knee amputation of the left leg for an ischemic left foot. Investigation - evaluation reviews of the complaint history, device history record, drawing, instructions for use, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. Photos provided by the user show the retrieved fragment and patient condition that resulted from this incident. Images of the unidentified fragment retrieved from the patient anatomy shows a dark, shredded material. While there were multiple devices used during the procedure, it is possible that the retrieved fragment is a portion of the complaint device¿s inner tnrt liner. Although the tnrt liner is a clear material, it is possible that blood coagulation caused the dark appearance. As reported, the user did not note any damage to the complaint device after use; therefore, it is unlikely that the remaining portion was the coil or distal tip. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. No gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, ¿sheath introduction 1. If the device has hydrophilic coating, activate the coating by wetting the outer surface of the device with heparinized saline. Note: for best results, maintain wetted condition of device during placement.¿ the IFU further warns, ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ based on the available information, cook has concluded that this adverse event was related to the procedure. As reported, the user did not note any damage to the complaint device after use; therefore, the any damage to the complaint device would have occurred within the lumen of the sheath, likely due to interaction with an ancillary device. During the procedure a 2mm orbital atherectomy device (2.0 diamondback csi), which includes a sheath-covered drive shaft and an abrasive diamond-coated crown, was advanced through the 6.0 fr complaint device. It is possible that the advancement of the abrasive atherectomy device over the bifurcation, within the constricted sheath, caused delamination and separation of the sheath¿s inner tnrt liner. Since the complaint device and ancillary devices were disposed of, identification of the retrieved fragment cannot be definitively confirmed. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
It is unknown if the device will be returned. Occupation = lead tech. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an atherectomy procedure via access in the right groin, a portion of a flexor ansel guiding sheath separated. Medications given during the procedure included versed 3.5mg, fentanyl 175mcg, heparin 6000 units, 4mg tpa, and 500 milliliters of normal saline. Another manufacturer's atherectomy device was used. After the procedure, the patient recovered for two hours and was discharged. No products were saved, as the separation was discovered after the patient was discharged. The patient called the after-hours answering service with complaints of foot pain and was instructed to go to the hospital. The patient was admitted, and a segment of the sheath was discovered in an artery within the distal leg. A ¿spider¿ snare was used to retrieve the separated portion of the sheath.